Event description:
The complainant reported that a patient in acute myocardial infarction/cardiogenic shock was being implanted with an impella 5.0 device for mechanical circulatory support. It was reported that the physician attempted to deliver the impella 5.0 multiple times but was unable to cross into the aorta. The decision was made to move forward with an impella cp instead which was delivered with no issues. Additional information indicated that nothing remarkable was noted regarding the patient¿s anatomy.

Manufacturer narrative:
The reported delivery issues were determined to most likely be related to patient condition. The returned pump was inspected, and no abnormalities were observed. This report is being filed as part of a retrospective review of historical records.